Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated a small hole in the water tubing was leaking which shorted electronics and started a fire on a paper toweling under the architect c16000 analyzer. The fire was extinguished and the analyzer was unplugged. Initially, the customer observed a leak from an incoming water tubing, which the customer dried up with paper toweling. Upon analyzer reboot, smoke and a flame was observed from the paper towel. The paper towel was left on the floor underneath the analyzer after cleaning up the leak. The customer immediately powered down the analyzer and ups. There is no evidence of damage to the analyzer. No specific operator information provided. No patient involvement. No injury was reported.

Manufacturer narrative:
The complaint evaluation included onsite investigation performed by the abbott service representative, a review of quality records and the current labeling of the architect system operations manual. Additional information was obtained through the complaint evaluation: the customer observed water leaking from tubing adjacent to the architect (sn (B)(6)). The leaking tubing was not associated with, or connected to, the c16000 instrument. The customer turned off the water supply and disconnected the ups and the power cable of the architect c16000.the customer dried up the leak using a paper towel, left the paper towel under the analyzer, and reconnected the ups. The field service representative (fsr) was dispatched to address the issue. The fsr concluded that the power cable was still wet when the ups was reconnected causing a short and leading to the ignition of fire on the paper towel. The fsr replaced the power cable; arc pwr crd UK/ir. Thereafter, the fsr powered on the analyzer and ran controls without issues. The analyzer was returned to the customer for normal operation. A product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The c16000 service and support manual provides instructions for removal and replacement of the power cable. No adverse trend for tickets with replacement of the arc pwr crd UK/ir part was identified in the quality review performed. A 12-month search for similar complaints identified no additional complaints related to the power cable. The instrument¿s service history review revealed no contributing factors on or around the time of the complaint and no subsequent tickets related to smoke/burn of an instrument part. A search for nonconformance was performed and there were no non-conformances or potential non-conformances identified for the part associated with this complaint. There was no visible burning or charring damage on other parts of the analyzer. The monthly product monitoring for clinical chemistry systems was reviewed. The review found no systemic issues or adverse trends for the issue associated with this complaint. No product deficiency was identified.